Event description:
Procedure: tonsilectomy, reportedly, while cauterizing the right tonsil with monopolar cautery, a fire ball was noticed in the patient's mouth. The or staff immediately poured water into the patient's mouth to extinguish the fire and at the same time the anesthesiologist disconnected the anesthesia circuit from the endotracheal tube, thus eliminating oxygen source. The patient received a superficial burn on the right side of their tongue and uvula.